Event description:
It was reported that the restart button of the device was not functional. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad (door)assy restart key unresponsive key. Lvp keypad recall completed. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 05dec2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. Also, there was a production failure q6 200256513 for bad display which does not correlate to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the kit door assy 8100 rohs. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the restart button of the device was not functional. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device received with pending investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the restart button of the device was not functional. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad door assembly due to unresponsive restart key. Lvp keypad recall action completed. Based on the findings, service determined that the reported issue was due to electrical failure of the door kit assembly. Device history record: a review of the device history record showed the device had a manufacture date of 05dec2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed. There was a production failure q6 200256513 for bad display which does not correlate to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the restart button of the device was not functional. No additional information was provided. There was no patient involvement.